Event description:
Physical pain [pain]. Defective sepramesh ip [device defective]. Case narrative: initial information received on 15-aug-2018 from united states regarding an unsolicited valid serious case received from a lawyer. This case involves a patient of unknown demographics who experienced physical pain, with the use of medical device carboxymethylcellulose, sodium hyaluronate (seprafilm). The reported lot number of the device was noted to be defective the patients past medical history included abdominal hernia. The patient past medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2009, the patient started using seprafilm (lot - 09np032) for abdominal hernia repair. Several years later on (B)(6) 2014, the patient underwent an additional surgery to remove the seprafilm, which failed. The patient was injured severely and permanently and had suffered and would continue to suffer physical pain (latency: few years) due to the defective device. Final diagnosis was physical pain. Corrective treatment: not reported. Outcome: not recovered/not resolved. Seriousness criteria: required intervention and disability. A product technical complaint was initiated and the results for the same were pending. Follow up information received on 05-sep-2018. No new information has been received.